Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the two loose screws are connected to the operating lever. Due to pressing of the operating lever, the screws rotate and may loosen from the instrument. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The instrument was revised. The error cannot occur with newer versions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw from the zipfix application instrument came off and fell into the patient. The surgeon was able to get the screw back. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned first generation instrument shows marks of long time use. The function of tensioning and cutting seams given of the device, but one screw is loose. During the investigation it was found that one screw of the housing half¿s which the bearing is also for the trigger is loose. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.